Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic stimulation and the left ventricular (lv) lead exhibited high thresholds. The lead's pacing configuration was changed and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.